Event description:
Procedure: lobectomy. Pt sex: unk. Reportedly, the device was applied to the bronchus, however, the staples were not placed to the tissue completely. This did not cause any bleeding or leakage and the surgeon oversewed the tissue.